Event description:
It was reported there was free flow of magnesium. After an initial bolus, magnesium was to infuse at a rate of 50ml/hr or 2g/hr from a 40g/1000ml bag; however, the customer states "100-200ml infused rapidly over a short period of time". The provider clamped the tubing to stop the flow of magnesium as the pause button was not working. In addition, pitocin was infusing on a separate channel with no issues. It was stated that the patient was symptomatic, feeling faint, and weak. The patient had just given birth. After following up with the customer, the customer states there was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, g, c, d codes.

Manufacturer narrative:
Correction: unique device identifier (UDI)#

Event description:
It was reported there was free flow of magnesium. After an initial bolus, magnesium was to infuse at a rate of 50ml/hr or 2g/hr from a 40g/1000ml bag; however, the customer states "100-200ml infused rapidly over a short period of time". The provider clamped the tubing to stop the flow of magnesium as the pause button was not working. In addition, pitocin was infusing on a separate channel with no issues. It was stated that the patient was symptomatic, feeling faint, and weak. The patient had just given birth. After following up with the customer, the customer states there was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was free flow of magnesium. After an initial bolus, magnesium was to infuse at a rate of 50ml/hr or 2g/hr from a 40g/1000ml bag; however, the customer states "100-200ml infused rapidly over a short period of time". The provider clamped the tubing to stop the flow of magnesium as the pause button was not working. In addition, pitocin was infusing on a separate channel with no issues. It was stated that the patient was symptomatic, feeling faint, and weak. The patient had just given birth. After following up with the customer, the customer states there was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported there was free flow of magnesium. After an initial bolus, magnesium was to infuse at a rate of 50ml/hr or 2g/hr from a 40g/1000ml bag; however, the customer states "100-200ml infused rapidly over a short period of time". The provider clamped the tubing to stop the flow of magnesium as the pause button was not working. In addition, pitocin was infusing on a separate channel with no issues. It was stated that the patient was symptomatic, feeling faint, and weak. The patient had just given birth. After following up with the customer, the customer states there was patient involvement but no harm.